Manufacturer narrative:
The returned pacemaker was analyzed and a review of the device memory noted high and rising power over the last year of device life. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was included in the advisory population.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device exhibited hydrogen-induced leaky by-pass capacitor(s) which contributed to the premature depletion of this device. No adverse patient effects were reported.